Event description:
Additional information received from the initial reporter confirmed that the error was found during preparation for use and the intended procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information in b5 was inadvertently omitted from the initial medwatch report. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the circuit inside the power supply unit is causing malfunction due to the influence of humidity. A root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera pro video system center had no power. There were no reports of patient harm.

Manufacturer narrative:
E1:(B)(6) hospital. During evaluation, the following were found: no abnormality was found in the visible part. Aging and power on/off were performed, but power failure was not reproduced. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.